Manufacturer narrative:
The field service engineer found a split tube at the sample probe and observed a lot of dust in the analyzer. The investigation did not identify a product problem. The specific cause of the event could not be determined. Sample quality issues or the issue with the tubing were not ruled out.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs elecsys e2g result from the cobas e 801 module. The initial result was 300 ng/l with a data flag. The repeat results were 14.5 ng/l and 14.8 ng/l.